Event description:
Baxter italy reported the clamp of the transfer set broke after 1-2 months of use with peritoneal liquid leakage. No pt injury or medical intervention was reported by the complaint coordinator.